Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be intact; no damage was observed. The intermittent response of the ok keypad button was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and no evidence of contamination was found the key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.